Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a touch screen malfunction on the v60 ventilator. The device was not in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp reported the touch screen was not responsive. The asp determined touch screen replacement was necessary. The device was operational and returned to service after the touch screen was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen the touchscreen passed all flex cable resistance verification testing. In addition, the pil technician verified that the touchscreen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found.